Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure the device did not fire at all. No further information is available. No patient consequences reported. Procedure was completed with same like device.